Event description:
It was reported that the ventilator failed pressure transducer and turbine and gas supply tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and turbine and gas supply tests during pre-use check. Identification of issue has been done by analyzing problem description and device's logs. Based on technician statement, the turbine has been pointed as source of the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported as a faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. There was no patient involvement. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. The correction of field g3a report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor h3 other text : 4112.